Manufacturer narrative:
Device has been returned by customer so no further risk to patient or user exists. Device discarded so cannot be investigated. Capa005671 opened to ensure returned devices related to adverse events are not discarded in the future.

Event description:
User reports the led in the handpiece very hot and loose contact. No user or patient injuries reported.

Manufacturer narrative:
Initial report for natus complaint (B)(4). Faulty device is madsen zodiac probe sn#(B)(6). Risk management file review (product and event). The current risk file doc-051110 rev 12 - 1096 madsen zodiac - risk analysis identifies this issue. Harm - minor injury to the patient or operator or discomfort. Cause- over voltage condition due to input voltage exceeds range (for accessories) severity- marginal (3). Risk level- minor (3). A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed.